Event description:
On initial contact, dentist reported handpiece burnt pt's tongue. When contacted, dentist noted burn pt's cheek and clinical procedural delay of about 1 month. Pt's age noted as mid 50's.